Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush go-between cleaners and the tip of the proxy brush got stuck in his mouth and broke off and may have swallowed the tip.